Manufacturer narrative:
The incident report contained information that the physician used the deformed (kinked) hi-torque connect guidewire during the superficial femoral artery (lower lag) procedure. It was confirmed by the user that the guidewire deformation was noted before it was removed from the package. However, the physician was not sure if there was defect on the guidewire so the guidewire was advanced into the patient body. The device deformation was confirmed by the physician under the fluoroscopy. The customer also reported that the ptfe coating at the proximal end was torn. Therefore, the guidewire was removed from the anatomy. However, the complaint dialog provided information that 5-10mm from the tip was separated from the guidewire body. The customer confirmed that the colour of the separated guidewire part was dark grey. The hi-torque connect guidewire part number 901022-09 is a conventional guidewire. Based on this information it was found that the customer referring to the distal tip of the guidewire, not to the ptfe coating. This cannot be confirmed as the guidewire was not returned for investigation and the fluoroscopy images were not available for review. The dfu contains the information that the guide wire is a delicate instrument and must not be advanced, withdrawn, or torqued if resistance is met. Guide wire manipulations must always be observed under fluoroscopy. The tip movement must be examined under fluoroscopy before manipulating, moving, or torquing the guide wire. The dfu also warns against using a weakened or kinked guidewire. Failure to follow the instructions may compromise guide wire performance and result in complications. The customer confirmed that there were no pieces of the guidewire left in the patient anatomy upon the removal of the guidewire. The procedure was completed successfully using another hi-torque connect guidewire. There was no clinically significant delay in the procedure and no adverse patient effects. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. The root cause of this failure mode is unknown. It is not possible to conclusively state the cause of the guidewire became fractured due to the insufficient information provided. The device was not returned for investigation and the customer has not provided fluoroscopy images for review.

Event description:
The incident report contained the following information: "it was reported that the procedure was to treat the superficial femoral artery that did not have any tortuosity or calcification. During the unpacking of a .018 ht connect guide wire, it was noted that the tip was kinked. It was used in the anatomy and it was noted under fluoroscopy that the coating at the tip of the guide wire was torn. Therefore, the device was removed from the anatomy and another .018 connect guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The device was requested for analysis and is returning. (B)(4).

Manufacturer narrative:
Investigation is currently underway.

Event description:
The incident report contained the following information: "it was reported that the procedure was to treat the superficial femoral artery that did not have any tortuosity or calcification. During the unpacking of a .018 ht connect guide wire, it was noted that the tip was kinked. It was used in the anatomy and it was noted under fluoroscopy that the coating at the tip of the guide wire was torn. Therefore, the device was removed from the anatomy and another .018 connect guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The device was requested for analysis and is returning. (B)(4).